Event description:
It was reported that there was a volume discrepancy. It was stated patient had an accurate pump fill on (B)(6) 2010. On (B)(6) 2010, patient stated she had flu-like symptoms with 2 ml expected residual drug volume with actual return of 17 ml. There were no falls noted. The pump had fentanyl 400 mcg/ml at 125 mcg/d, but was reduced to 25 mcg/d after recent findings. It was noted the rotor study was done with no evidence of a stall. The dye study was done with good cerebrospinal fluid (csf) flow and no apparent disconnects, kinks, and micro-tears. The myelogram of the catheter was good. It as stated no suspicious areas with the pump or catheter was seen. Physician started the pump back up (after the catheter was primed) at 25 mcg/day with instructions to notify office of any problems. Additional information will be provided when available.

Manufacturer narrative:
(B)(4). Flu-like symptoms.